Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the steam from activation of the device caused superficial burns on the excise skin.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The device was plugged into a generator. The generator recognized the device and activated with satisfactory results. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily, and end tones were heard indicating completed activation cycles. No alarms occurred during testing. No significant warming was noticed away from the jaws during activation. The device passed hi pot testing. All testing showed that the device functioned satisfactorily, without any sign of unexpected overheating that could possibly cause thermal burn. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.